Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.